Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump display screen was dim/faded/discolored. Troubleshooting was unable to be completed at the time of contact. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.